Event description:
It was reported that the patient¿s stimulation had ¿felt like it was getting stronger by itself¿ over the course of ¿the last few weeks.¿ it was stated that the stimulation had ¿surged so strong¿ that it had caused the patient to pass out. It was stated that after turning off the positional sensor feature, it had appeared ¿better so far.¿ it was noted that all of the impedances were ¿good.¿

Event description:
It was reported the manufacturer representative adjusted the patient¿s transition setting. It was noted the representative also gave the patient a program without transitions. It was reported the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).